Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6) health care system.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was offline. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was offline. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes . Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was offline. A technical support specialist (tss) dialled into the station. Then bring up to new version remote support service (rss) and installed 4.12, then updated windows server update services (wsus) went from grey to green. Then bring the drawer firmware to the newest version, then upgrade to the newest version essential security against evolving threats (eset), then set to 11 and did eset test that showed successfully. Then updated the component manager, then updated the daylight-saving time (dst) and the eset antivirus (av) came green, after that the issue was resolved. The system functioned as intended after the technical support specialist troubleshoots the device.